Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The calcified target lesion was located in the mildly tortuous coronary artery. The lesion was predilated, then a 2.50 x 12 synergy stent was advanced and resistance was noted. The physician pushed with some added force and the proximal shaft of the catheter broke about 25-30 cm from the hub. The device was completely removed from the patient. The procedure was successfully completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube kinks; at 192mm and 211mm distal to distal end of strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The calcified target lesion was located in the mildly tortuous coronary artery. The lesion was predilated, then a 2.50 x 12 synergy stent was advanced and resistance was noted. The physician pushed with some added force and the proximal shaft of the catheter broke about 25-30 cm from the hub. The device was completely removed from the patient. The procedure was successfully completed with another of the same device. There were no patient complications and the patient status was stable.